Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced three infusion sets fell off during use due to adhesive issue event on (B)(6) 2026. The first and third infusion set was in use for less than twenty-four hours and the second infusion set was in use less than one hour. The patient replaced infusion set and resumed insulin deliveries successfully.